Manufacturer narrative:
Additional information: b5, g3, h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a open abdominothoracic resection of proximal stomach and distal esophagus with en-cloe resection of left hemi-diaphragm and spleen and retroperitoneal mass and reconstruction with gastric pull-up procedure, the stapler refused to remain closed on the pancreas, preventing the green button from being pushed, and subsequently failed to fire. The issue was resolved by replacing both the handle and reload with similar devices. There were no consequences or impact to the patient, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n4e1734y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a open abdominothoracic resection of proximal stomach and distal esophagus with en-cloe resection of left hemi-diaphragm and spleen and retroperitoneal mass and reconstruction with gastric pull-up procedure. Procedure involving the manual staler and reload, the stapler refused to remain closed on the pancreas, preventing the green button from being pushed, and subsequently failed to fire. The handle was described as running idle or being floppy with no resistance, and there were difficulties in firing the instrument. The issue was resolved by replacing both the handle and reload with similar devices. There were no consequences or impact to the patient, and the patient outcome was reported as alive with no injury.